Event description:
A report rec'd from the USA stated the "glass on the gauge is cracked into four". It is unknown if the device was being used during surgery. No patient or user injury was reported. No add'l info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).